Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an ultrasound probe was opened for used in a percutaneous nephrolithotomy procedure on (B)(6) 2016. According to the complainant, during the preparation of the procedure, it was noticed that the seal was not adhering and was rendered to be compromised. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event and the patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Analysis of the returned device found the pouch seal open starting at the chevron end, and peeled to approximately 49.5 cm from the chevron end. The remaining portion of the seal remained intact. The visual evaluation of the pouch seal also revealed that it had been properly formed and no voids were present. Analysis of the returned device showed no evidence of the alleged issue or any other defect, therefore; the most probable root cause could not be confirmed. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications.

Event description:
It was reported to boston scientific corporation that an ultrasound probe was opened for used in a percutaneous nephrolithotomy procedure on (B)(6) 2016. According to the complainant, during the preparation of the procedure, it was noticed that the seal was not adhering and was rendered to be compromised. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event and the patient's condition at the conclusion of the procedure was reported to be fine.